Event description:
On (B)(6) 2024, the patient underwent primary surgery with implantation of gmk-sphere components without resurfacing patella. On (B)(6) 2025, the patient came in and staphylococcus epidermidis infection is suspected. Wound with drainage up to the prosthesis. No loosening of the components. The surgeon revised successfully the tibial insert.

Manufacturer narrative:
Batch review performed on 19-feb-2025. Lot 2423916: (B)(4) items manufactured and released on 08-oct-2024. Expiration date: 20-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Analysis performed by r&d manager: two months following the primary surgery, the surgeon performed a debridement and poly swap procedure to address a suspected infection. The available picture shows the tibial insert covered by body fluids, with some scratches resulting from attempts to revise the existing liner. No signs of implant failure have been identified by the surgeon. Based on the available information, it can be concluded that the root cause of the complaint is not related to a faulty device. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.